Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: bladder problems"), cystitis ("bladder/urinary problems: bladder infection"), migraine ("other injuries/symptoms: migraine"), nausea ("other injuries/symptoms: nausea") and fatigue ("other injuries/symptoms: fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, cystitis, migraine, nausea, hormone level abnormal and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, fatigue, genital haemorrhage, hormone level abnormal, migraine, nausea and pelvic pain to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2005, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, abdominal pain, genital bleeding, bladder problems, bladder infection. Migraine, nausea, hormonal changes, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.